Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. There are no non-conformances related to the reported issue. The device history record (DHR) review indicated that there was no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/02/2016. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient was implanted with the device on the (B)(6). The patient had a fever, abdominal fluid turbidity and abdominal pain on the (B)(6). The doctor took the turbid liquid, the tunnel needle, the guide wire, the puncture needle, antiseptic wipes, scalpel and the hospital dress for testing and no germs were found. The doctor suspected it was related to the catheter. The patient developed an infection. The patient is being treated with anti-infective therapy. The catheter is still in place. The patient is still in the hospital.